Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred at the start of a routine hemodialysis treatment. The operator contacted technical support for assistance; however, operator was not familiar with procedures for air removal. Treatment was discontinued without performing rinseback resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing air removal procedures as instructed in the user's guide. The disposable cartridge was not available for evaluation. The exact cause of the venous air alarm could not be determined. However, air alarms at the beginning of treatment typically occur due to residual air in the cartridge that was not adequately removed by the operator during prime. The user's guide provides adequate instructions for the removal of air during prime and treatment. There is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.